Event description:
On (B)(6) 2010, the surgeon responded saying the device (annuloplasty ring) was explanted and replaced with a valve due to severe mitral regurgitation. Surgeon also indicated that this was not a device malfunction. Per the operative report provided, the procedure was identified as "revision of mitral valve repair and replacement of mitral valve". The operative findings included the following: the mitral valve repair was visualized. There had been some mild dehiscence at the postero-medial commissure, but essentially the valve was thickened, quite heavily calcified, in the posterior leaflet and the regurgitation would have been due to mal-adaptation due to the stiff and thickened leaflet. The operative procedure included the following: the annuloplasty ring was visualized. This was removed with some difficulty especially posteriorly, where there was quite significant calcium present in the posterior annulus.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 15 years (186.63 months) due to unknown reasons.

Manufacturer narrative:
Method: device not returned. No further details were provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: the surgeon's response indicated that the ring is not available for return and evaluation. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, and procedure factors. It is typically not related to product malfunction. In this case, replacement of the native heart valve was due to calcification which most likely caused regurgitation and the explant was not related to product malfunction.